Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an advance 35 lp low profile balloon catheter ruptured during an unspecified vascular procedure. The patient's anatomy was narrowed and heavily calcified. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Event description: as reported, an advance 35 lp low profile balloon catheter ruptured during a percutaneous transluminal angioplasty (pta). There were "giant rocks" of calcium in the vessel. There was narrowing in the superficial femoral artery (sfa) and the lesion was 70% occluded. An inflation device was used to inflate the balloon. 50/50 contrast to saline mix was used. The balloon was inflated inside an unstented vessel. The balloon ruptured on the first inflation at 10 atmospheres. The balloon did not separate. A wire guide was in place and the balloon was removed with the sheath as a unit. Blood was noted in the inflation device following the rupture. Another device was used to complete the procedure. Investigation - evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), drawing, specifications, the instructions for use (IFU), and quality control data. One advance 35 lp low profile balloon catheter was returned for investigation. Physical examination and leak testing of the returned device confirmed the reported failure, as the balloon leaked near the distal bond of the balloon. The leak did not appear to be coming from the bond itself. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and found 2 lots that could potentially be the complaint lot. A review of the device history record for the first lot records 1 relevant nonconformance for 3 devices. The nonconforming products were scrapped, and the lot is inspected 100%. A review of the device history record for the other lot records no relevant nonconformances. A review of complaint history for both of the potential lots shows no other complaints associated with either device lot. Therefore, cook concluded that no nonconforming product exists in house or in the field. Review of product labeling: cook also reviewed product labeling. The device label states the nominal operation pressure and the rated burst pressure, which is 10 atm/bar and 15 atm/bar respectively. The IFU provides the following information to the user related to the reported failure mode: warnings: ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur.¿ balloon preparation ¿choose a balloon appropriate to lesion length and vessel diameter.¿ ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ balloon introduction and inflation: ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ ¿inflate balloon to desired pressure. Adhere to recommended balloon inflation pressures. (See compliance card insert.)¿ ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The user reported that the vessel was at least 70% occluded and that there were "rocks" of calcification present in the vessel. Therefore, cook concluded that patient anatomy was the cause of this failure mode. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5, d10, e4 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 05jan2022: the procedure being performed was a percutaneous transluminal angioplasty (pta). There were "giant rocks" of calcium in the vessel. There was narrowing in the superficial femoral artery (sfa) and the lesion was 70% occluded. An inflation device was used to inflate the balloon. 50/50 contrast to saline mix was used. The balloon was inflated inside an unstented vessel. The balloon ruptured on the first inflation at 10 atmospheres. The balloon did not separate. A wire guide was in place and the balloon was removed with the sheath as a unit. Blood was noted in the inflation device following the rupture. Another device was used to complete the procedure.